Manufacturer narrative:
This report is submitted february 14, 2017.

Event description:
Per the patient's surgeon, the device was explanted on (B)(6) 2016, due to extrusion of the receiver stimulator. The patient will be reimplanted with another cochlear device on the contralateral side.